Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 12/5/2019. Additional narrative: it was reported that patient underwent revision of mesh on (B)(6) 2016.

Manufacturer narrative:
Date sent to the FDA: 4/28/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 4/22/2020. Additional narrative: it was reported that the patient experienced hernia recurrence following surgery.